Event description:
It was reported that during surgery, the physician implanted a dual chamber pacemaker. The right ventricular lead was placed in multiple positions and tested with high threshold and low capture. The readings were unacceptable. A single chamber pacemaker was implanted and the right ventricular lead tested within range. The patient was in stable condition during and after surgery.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the previously reported information on the lead. The right atrial lead was placed in multiple positions and tested with high threshold and low capture. The readings were unacceptable.